Manufacturer narrative:
The investigation determined that the event is consistent with a reagent handling issue, such as bubbles or foam. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 2 patient samples on a cobas e 801 module. For patient 1, the initial ft3 result was 4.30 pg/ml. The repeat result was 2.36 pg/ml for patient 2, the initial ft3 result was 4.28 pg/ml. The repeat result was 2.47 pg/ml the initial results were not reported outside of the laboratory. The repeat results were deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and found that the water tank, reagent probes, and rinse stations were all in acceptable condition. The fse found that the pre-wash stations were slightly dirty. The root cause of the event was found to be consistent with too high of a daily sample throughput on the analyzer. Daily maintenance procedures are specified to be performed based on 6 hours of operation a day, 20 days a month. As it was found they were performing testing for 10 hours a day, the customer needs to increase maintenance cycle frequency.